Event description:
Pt was admitted with a possible pacemaker pocket infection versus reaction to foreign body (pacemaker) and the development of tissue damage and open wound. The pacemaker was removed and replaced. Cultures obtained were negative. The pt tolerated the procedure well and was discharged in 03/2001. The MFR was notified in 02/2001 and evaluated the device.